Event description:
On (B)(6) 2009, the plaintiff was implanted with an ams miniarc sling with the "intention of treating her sui (stress urinary incontinence) and pop (pelvic organ prolapse)." It was alleged by the plaintiff's attorney that as a result the plaintiff "suffered serious bodily injuries including but not limited to extreme pain, dyspareunia, urinary issues, infection, and other injuries." It was also alleged that the plaintiff "has experienced significant mental and physical pain and suffering, and she has sustained permanent injuries."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.